Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was unable to reach the target rotation speed. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 1.25mm rotablator rotalink plus was selected for use. During the procedure, it was noted that after ablation was performed several times, slowing down the rotation speed and performing ablation again was considered, however, the rotation speed did not decrease despite turning the dial from 180000 rpm. The device was removed without problems and the procedure was completed with another of the same device. There were no complications reported.